Event description:
Procedure type: inguinal hernia repair. According to the reporter: a white portion broke off the trocar while inside the patient's cavity. The shaft separated from the white plastic casing. Pieces did not fall into the cavity. A new instrument was used to complete the procedure. No patient injury was reported.